Event description:
On two separate occasions, the rn inserted a IV catheter on a patient and both times, when the nurse was removing the stylus, the tubing became disconnected from the closed system and had to be removed.